Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. Paramedics were called and who administered glucagen and glucose (via injection, im) along with providing food to the customer. It was also reported the paramedics performed a capillary test on the customer and obtained a blood glucose reading of 21 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sensor was activated with known good reader. All results were within the specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. Paramedics were called and who administered glucagen and glucose (via injection, im) along with providing food to the customer. It was also reported the paramedics performed a capillary test on the customer and obtained a blood glucose reading of 21 mg/dl. There was no report of death or permanent impairment associated with this event.